Event description:
Baxter reports that a transfer set had leakage around the twist clamp. There is no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. During the evaluation, broken occluder feert were discovered to be the cause of the internal leak. There has been corrective and preventive action taken relative to this matter, renq-CAPA. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.